Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that a patient reportedly received the following results on an aviva meter, compared to lab results, within 10 minutes: 232 mg/dl (meter) and 97 mg/dl (lab). No adverse event reported. Return of suspect device was requested and replacement was sent.